Event description:
Caller reported a malfunction on the pump with no notable events occurring prior. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Customer received assistance in resetting the pump and will continue using the current pump while awaiting a replacement. Cts is sending a replacement pump with updated software, and training will be available. Customer agreed to put the defective pump into storage mode and return it to tandem using a pre-paid label within ten days.